Event description:
1.2 micron air filter initially successfully primed, after being connected to the patient broviac and pump started for tpn. The filter failed and back filled the IV line with air. This was promptly stopped, and air filter changed successfully.